Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an l4-5 posterior lumbar fusion surgery on (B)(6) 2016, the surgeon used a tap to create pilot holes and a screwdriver broke. As the surgeon was using the tap, it broke 1/2 way down the shaft into two pieces, both pieces were retrieved and another tap was readily available. Further into the surgery, a matrix screwdriver sleeve was not working properly. The threads were engaged in the screw, the threads were intact but described as malformed and bent. The surgeon used another screwdriver sleeve and the patient was implanted with four (4) matrix pedicle screws. The remainder of the surgery went as planned, there was no surgical delay and the patient was reported as stable. Concomitant devices: unknown matrix pedicle screw (part # unknown, lot #unknown, quantity, unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the following complainant devices were received for evaluation: one (1) tap for 5.0mm dual core screws 6mm hxc (part: 03.632.105 / lot: pe02556). One (1) holding sleeve-standard with stop for matrix (part: 03.632.123 / lot: 7474959). A visual inspection and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The relevant drawings for the returned instruments were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments with no material record reports, non-conformance reports, or complaint-related issues identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause was able to be determined; however, the failure modes are consistent with the application of an off-axis load during use (bending force), which likely contributed to the stress and fatigue of the material. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.